Manufacturer narrative:
The complainant was unable to provide the suspect device lot number as the device is part of a compliance kit; therefore, the expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cap of the seal biopsy valve opens on its own, as a result, the physician was hit with a bioburden on his chest. The procedure was completed using a device from a different manufacturer. There was no serious injury nor adverse patient effects reported as a result of this event.